Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 19mm sjm trifecta valve was implanted. On (B)(6) 2014, the patient presented with a fever and dyspnea and was diagnosed with endocarditis. The patient recieved antibiotics and a temporary pacemaker was implanted on (B)(6) 2020. The temporary pacemaker was implanted due to the endocarditis and paravalvular abscess that lead to complete av block. On (B)(6) 2020, the patient expired due to endocarditis. The patient was in nyha class ii-iii heart failure for the last 6 months. Since (B)(6) 2019 the valve was malfunctioning due to stenosis and regurgitation.

Manufacturer narrative:
Additional information: h6. An event of fever, dyspnea, endocarditis, complete atrioventricular block, paravalvular abscess, stenosis, regurgitation, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.